Event description:
Lead explanted. The lead was found to have dislodged the following day after implant and the patient had a perforation and the threshold rose. The physician requested that a new lead be placed. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.